Manufacturer narrative:
The returned drills were examined using visual comparator, concentricity fixture and granite surface. There were no sign of drills being bent. There are scratches on the side of the drills indicating rubbing against another metal object. Additional mdrs associated with this event: 3025141-2019-00108: drill 2, 3025141-2019-00109: driver, 3025141-2019-00110: screw, 3025141-2019-00124: drill guide.

Event description:
While implanting a distal clavicle plate, a locking screw was being inserted when the driver tip broke off in the screw head. The tip could not be removed from the screw head and remains implanted. The drills were bent.